Event description:
It was reported that left hip revision surgery was performed due to a pseudotumour.

Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision the bhr head and bhr cup were removed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. A non-conformance was raised and closed in relation to the DHR for the bhr cup. It was concluded that there was no impact on the quality, efficacy or performance. The available medical documents were reviewed. It cannot be determined to what extent the patients¿ fall and comorbidities had on his pain and clinical status. The reported pain and elevated cobalt level are consistent with metallosis. However, the intraoperative report indicated no sign of metallosis was present. Without the supporting pathology results and/or the analysis of the explanted components, the root cause of the reported pain and elevated cobalt cannot be confirmed, and it cannot be concluded that they are associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation. Additional information: relevant tests/laboratory data, implant date, concomitant medical products, device manufacture date.

Manufacturer narrative:
It was reported that left hip revision surgery was performed due to pseudotumour. As of today, device return and additional information has been requested for this complaint but has not become available. Since neither the underlying medical documents nor device part details were received for investigation no thorough medical investigation, manufacturing record review and assessment of the reported event can be performed. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint. If the products or additional information become available in the future, this case will be reopened. Without additional information about this patient's particular case, our investigation remains inconclusive. No preventative or corrective action has been initiated as a result of this investigation.